Manufacturer narrative:
(B)(4).

Event description:
It was later reported that no testing was done on the pump. It was felt that the issue was that they started with too high of a dose of baclofen since the patient had not been on oral baclofen for very long prior to pump placement. The patient was at minimum rate for about 24 hrs, had improved and was at baseline for his normal activity. The pump was then restarted at a lower dose 3.1mcg/day. They saw the patient a few weeks later and the therapy had been working well since.

Event description:
It was reported that the pump was implanted on (B)(6) 2013. The physician wanted to place the pump at minimum rate because the patient was a "little sleepy". It was noted that the patient was naïve to the baclofen prior to pump implant. The physician did not anticipate withdrawal as the patient was on 50mcg/day.

Manufacturer narrative:
(B)(4).